Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was communicated. A technical support specialist found that the issue caused by large database error. A technical support specialist resynchronized the station, removed the audit files and sql dump files from the d drive to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.